Event description:
Pt reported during the weekend, the infusion device displayed an error 7 (electronic error) message and then afterwards an error 8 (power interrupt) message. Pt changed the battery and reported the error 9 occurred again. Pt is unable to confirm the check key on the infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.